Manufacturer narrative:
Pump received with no button response due to corroded keypad traces on bolus, esc and act button. No button error alarm and frozen screen noted during testing. Unable to confirm bolus stopped alarm, battery out limit alarm and unable to perform any tests due button unresponsive. Pump received with detached end cap noted.

Event description:
Customer reported via phone call that insulin pump had button error alarm and bolus stopped alarm. The customer¿s blood glucose level was unknown. Customer states that she was unable to clear alarm on insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.